Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had his ipg explanted on (B)(6) 2020 due to unknown reason.